Event description:
Surgeon snapped insert onto baseplate and felt that there was too much wiggle. Removed and replaced with another insert of same size. Second insert worked fine. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the examination results verified the laxity complaint and suggest that this event is likely related to tolerance variations and extremes.